Event description:
During a functional endoscopic sinus surgery (fess), it was reported that the microdebrider handpiece leaked saline from the cutter release button. The procedure was completed with this equipment. There was no user or pt injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and numerous components were replaced. Additional preventative maintenance was also performed. The device was repaired and returned to the customer.